Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2010, patient presented with the following pre-op diagnosis: l4-5 recurrent lumbar disk herniation. L4-s1 lytic spondylolisthesis, lumbar radiculopathy, sciatica. Patient underwent following procedures: l4=5 and l5-s1 central subarticular and foraminal decompression. Bilateral partial facetectomies and foraminotomies. Removal of perineural fibrosis and scar tissue at l4-5. Removal of recurrent lumbar disk herniation at l4-5. Complete lumbar discectomy, l4-5 and l5-s1. Plif, posterior lumbar interbody fusion, l4-5 and l5-s1 using right autogenous iliac crest bone graft, rhbmp-2 /acs and peek interbody fusion cage. Posterolateral fusion, l4-5 and l5-s1 using pedicle screws, right autogenous iliac crest bone graft, and rhbmp-2/acs. Emg evoked potentials for the duration of surgical procedure. Per op-notes: ¿¿at l5-s1, there were breaks in the pars interarticularis. This was resected and facetectomies were completed bilaterally at l5-s1. An incision was made in the annulus fibrosis at l4-5 and l5-s1. The cartilaginous endplates were removed. Complete lumbar diskectomies were carried out at l4-5 and l5-s1. The disk space was expanded up to 12 mm at l4-. Attention was then directed towards the right iliac wing. Through a separate fascial incision, the iliac wing was subperiosteally exposed and cortical cancellous bone graft was harvested. The bone graft was morcellized. Rhbmp-2 was placed anteriorly in the disk space followed by autogenous bone grafts and a peek interbody fusion cage. Excellent fixation was achieved. Attention was then directed to l5-s1. Again an incision was made in the annulus fibrosis. The annulus and disk were removed. Cartilaginous endplates were removed. The disk space was then extended upto 10 mm. Rhbmp-2 and autogenous bone grafts were packed anteriorly in the disk space followed by the peek interbody cage. Excellent fixation was achieved¿¿¿¿ subsequent instrumentation were installed. Patient tolerated the procedure well with no complications. Patient alleges unspecified injury due to use of rhbmp-2/acs.